Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. This complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the suture was damaged by an arthroscopic instrument being used in the procedure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.

Event description:
The surgeon when placing the anchor to the patient noticed that one of the wires was 'shabby', so there would not be making mooring. In an attempt to 'save' the anchor it requested the opening of 01 wire orthocord. But it was not possible, opened a new anchor for completion of the procedure. The following additional information was received from our affiliate via email on october 8, 2015; the type of procedure was an instability multidirectional and labral lesion. The surgeon had to drill an additional bone hole to complete the procedure with the new anchor. The failure extended the procedure 15 to 20 minutes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The surgeon when placing the anchor to the patient noticed that one of the wires was 'shabby', so there would not be making mooring. In an attempt to 'save' the anchor it requested the opening of 01 wire orthocord. But it was not possible, opened a new anchor for completion of the procedure. Additional information received on 10-6-2015: the type of procedure was instability multidirectional and labral lesion. The surgeon have to drill an additional bone hole to complete the procedure with the new anchor. This failure extend the procedure in 15 to 20 minutes.